Event description:
It was reported "the doctor found the needle bent during use on the patient. They changed a new one. It was successful." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#: (B)(4). The customer provided two photos for analysis; the first photo showed one 18ga introducer needle/ arrow raulerson syringe (ars) subassembly. The needle cannula contained a slight bend adjacent the hub. The second photo showed the product lidstock with multiple folds. Therefore, based on the photos, the complaint of a bent needle was able to be confirmed. However, without the sample returned for analysis, a complete visual inspection could not be performed, and the cause of the damage could not be determined. The instructions for use (IFU) provided with this kit warns the user, "a protected needle/safety needle should be used in accordance with manufacturer's instructions for use." The customer report of a bent needle was confirmed by visual inspection of the customer supplied photos. The cannula as part of the 18ga introducer needle was bent towards the hub. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4). UDI number: (B)(4).

Event description:
It was reported, "the doctor found the needle bent during use on the patient. They changed a new one. It was successful." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".